Event description:
It was reported that three months post implant procedure, the patient presented with an inflatable penile prosthesis (ipp) not performing as intended. The patient claimed that the cylinder would spontaneously deflate during sexual intercourse, lack of rigidity for sufficient penetration and difficulty in maintaining an erection. After deactivation and activation of the system, around the eighth compression, reflux and emptying are noticed during filling. Furthermore, there is difficulty in filling the pump during filling. A replacement surgery was requested by the physician.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported spontaneous deflation issues cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.